Manufacturer narrative:
The din rail mvs was returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 11.0 ohms was measured. This was as expected. The tester then energized the component, there was an audible click as the relay closes, and between contacts 7 and 10, 0.02 ohms was measured. This was as expected. No functional problem was found. The tester found that the installed fuses were good. No problem was found with the assembly. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable. On 7/21/2016 a medtronic field service engineer went to the site and changed the fuse assembly because the line-in fuses were blowing. O-arm passed all tests and is up and running.

Event description:
A medtronic representative reported the in-line fuses blew preventing the mvs (mobile viewing station) of the o-arm system from turning on. This occurred during a spinal fusion case prior to making an incision on the patient. The surgeon abandoned use of the o-arm and navigation systems. A c-arm was brought in and the case proceeded after a 10 minute delay. No patient harm.